Manufacturer narrative:
The device was returned and evaluated. Inspection of the formed needle found it to be squared-off. The inadequate needle tip is confirmed as the root cause of the reported event.

Event description:
It was reported that the patient's blood glucose level reached 307 mg/dl. When the pod was removed the infusion site (abdomen) it appeared red. The pod was worn for 5 to 24 hours. As treatment, a new pod was placed.